Event description:
Potential for injury associated with an m51 consumer power wheelchair driving erratically. This can cause unintended movement of the device and may cause injury to the user and bystanders.